Event description:
Went in the shower... Mesh was still inside of me- vagina [foreign body in reproductive tract] fainting [syncope] stomach ache [abdominal pain upper] headache [headache] cotton bit's are shredding off the tampons [device breakage] went to take the tampon out.. Noticed a lot of the mesh was still inside [complication of device removal] case narrative: consumer reported via phone that when she took the tampon out, the mesh remained inside her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Went in the shower... Mesh was still inside of me- vagina [foreign body in reproductive tract]. Fainting [syncope]. Stomach ache [abdominal pain upper]. Headache [headache]. Cotton bit's are shredding off the tampons [device breakage]. Went to take the tampon out.. Noticed a lot of the mesh was still inside [complication of device removal]. Case narrative: consumer reported via phone that when she took the tampon out, the mesh remained inside her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 28 jun 2023.